Manufacturer narrative:
The investigation for the reported infection has been completed. The device was not returned for evaluation. Clinical information provided stated that the infection was in the shaft of the pump and was controlled. The pump continued to be in use till the end of the case and no concerns were reported that related to the pump. The root cause of the infection was patient condition related.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced an infection in the graft of the impella. The infection was controlled by the medical staff.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿infusion filter: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.